Manufacturer narrative:
Date of report: 06/04/2019. Date received by manufacturer: 06/22/2019. The service technician replaced power switch overlay to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit had led indicator failure.the customer reported there was no patient involvement.